Event description:
Subsequent to the supplemental MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: additional information- correction. G3: date received by manufacturer - 9/21/2021 - correction to supplemental.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred on 8rfwpn. However, transmitter 8rckxb was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Pairing test was performed and passed. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.